Manufacturer narrative:
Report date: 26aug2021.

Event description:
It was reported that the customer experienced issues with the v60 ventilators. Reportedly, the units would not go into standby mode 'automatically', when you remove the mask from the patient. In addition, the customer reported that once high flow therapy (hft) was applied using ac611 nasal cannula and placed on any flow from 40-80 liters per minute, with any range of fio2, ¿unable to meet target flow¿ would begin to sound within 1 minute of being placed on patient and the flow is terminated causing the patient to not receive the necessary oxygen. This resulted in not being able to use this feature. The ventilator was being used on a patient at the time of the reported event; however, there was no patient harm reported. The customer reported that all appropriate troubleshooting had been completed to determine a possible cause of the obstruction to terminate flow without success. This issue has been found on several consecutive patients. The customer reported to have used a non-approved humidifier, and that the flow sensors were replaced on the units. The customer did not provide serial numbers of the ventilators that the issue occurred on or patient information, although it was requested multiple times. The customer was advised that the unit does not go into standby mode 'automatically' and that only approved accessories should be used with the v60 ventilator. No further information was obtained from the customer. If new information becomes available, a follow-up report will be submitted.